Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received for evaluation. A visual inspection found cracked in the circulating water tank cover. During the functional testing, the alarm for no disposable tube activates even if l-70 heating tube is attached. The cause was found to be a malfunction of the microswitch that detects whether the l-70 tube is attached or not. The microswitch and cracked tank cover were replaced.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the temperature does not rise, water does not accumulate even when circulating water is added. Event occurred before patient use, during testing. There was no patient involvement and no patient harm/adverse event reported.